Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 184mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces.